Event description:
During a coronary angiography air was injected into a patient after contrast aspiration with a syringe. It was reported that the patient is in safe condition.

Manufacturer narrative:
Device received, but investigation not complete. Investigation in process. A follow-up report will be submitted when the investigation is complete.